Event description:
It was reported that the "pump powers down on its own." There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.